Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify beeping anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 06/29/2025 05:40:00.000 and (twice) on 06/29/2025 05:40:13.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. On the event date of 28-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 28-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 240750 (24.075 u) and dailytotalofbolusinsulindelivered = 866750 (86.675 u) which is equal to the dailytotalofallinsulindelivered = 1107500 (110.75 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 28-jun-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 06/27/2025 20:27:38.000. Lostsensor1alert (780) was found on: 06/25/2025 10:34:00.000, 06/25/2025 17:13:00.000. 06/27/2025 21:05:00.000. 06/28/2025 09:11:00.000, 06/28/2025 14:31:00.000. Unable to test for sensor expired alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor expired alert and lost sensor alert were unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.83 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unbale to verify beeping anomaly, upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with critical pump error. Customer also stated that the pump was beeping. The customer reported blood glucose value of 37 mmol/l. The customer reported symptoms like sick/unwell, flu-like, headache at the time of hospitalization. The customer visited to emergency room/ emergency medical service and then treated in hospital with intravenous insulin infusion. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error and explained the pump performs safety checks and open book image error was found. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for high blood glucose and the customer was using the insulin pump within 48 hours of the reported event also the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.